Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device does not confirm any obvious damage to the device. The device was manufactured in 2013. The device exhibits signs of normal wear and use. A functional testing of the returned device confirms that the device would not rotate and will get seized up while tensioning the wire. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device exhibits signs of extensive wear/usage. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during inspection, it was noticed that the wire tensioner would not tighten on the wires. No patient involved.